Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product may have developed an infection. The patient reported a small amount of blood oozing from the incision site. The patient was taken back to the hospital for a few additional sutures. Upon follow up, the incision looked fine without problems. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.